Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with 250 units of insulin and also the insulin gauge was inaccurate. Customer¿s blood glucose was 96 mg/dl. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.